Event description:
Boston scientific received information regarding a journal article which reported a study of defibrillation therapy in heart failure patient treated with cardiac resynchronization therapy (crt). There were 169 patients referred for cardiac resynchronization therapy (crt) as well as prophylactic primary prevention implantable cardioverter defibrillator (ICD) implantation. During follow up, 24 patients died. There are no details on the devices used in those 24 patients. The device model/serial numbers are unknown.

Manufacturer narrative:
Should additional information become available, this event will be updated.